Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not power on. Upon evaluation, the q2 transistor was detached from the computer / analog (ca) board. The cause of the inability to power on is the damaged transistor. The root cause of the damaged transistor cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us returned a monitor indicating that it could not complete testing.